Event description:
The problem was observed on 10/10/97. Pt/caregiver reported tubing cracked and leaked after only using tubing for one week as an extension set for g-tube feeding. Product was collected for inspection and reporting.